Event description:
The pt experienced muscle pain and spasms in the back on the left side, going up into her chest and into her neck. She also experienced a shocking and burning sensation in the upper back area at the lead/extension location. The pt also had some difficulty breathing. There was no known trauma, medical procedure, or other notable event that started this pain. She went to the emergency room for the pain. The pt was discharged from the ER with the device off but she still experienced the burning sensation. Additional information was requested.

Manufacturer narrative:
(B)(4).